Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and emergency care ("four emergency room visit"), experienced pain ("pain all over"), gastritis ("abdominal inflammation"), abdominal tenderness ("abdominal tenderness"), abdominal distension ("bloating to where I look pregnant/more abdominal swelling after sex"), muscular weakness ("extreme muscle weakness"), fatigue ("chronic fatigue"), amenorrhoea ("missed periods"), back pain ("lower back pain"), immunodeficiency ("immune system weak"), hypoaesthesia ("abdominal numbness"), candida infection ("candida"), constipation ("constipation"), dyspepsia ("indigestion"), feeling abnormal ("brain fog"), vertigo ("vertigo"), malabsorption ("malabsorption"), nausea ("nausea"), anxiety ("anxiety"), dry skin ("dry skin"), arthralgia ("knee pain"), urinary tract infection ("uti"), trichorrhexis ("hair breaking"), alopecia ("hair falling out"), onychoclasis ("nails breaking"), tooth fracture ("teeth breaking"), vision blurred ("blurred vision"), amnesia ("short term memory loss"), pharyngeal swelling ("swelling of throat"), dysphagia ("can't swallow"), pruritus ("itchy all over") and sneezing ("sneezing") and was found to have weight increased ("weight gain"). Essure was removed. At the time of the report, the medical device removal, pain, gastritis, abdominal tenderness, abdominal distension, muscular weakness, fatigue, amenorrhoea, back pain, immunodeficiency, hypoaesthesia, candida infection, constipation, weight increased, dyspepsia, feeling abnormal, vertigo, malabsorption, nausea, anxiety, dry skin, arthralgia, urinary tract infection, trichorrhexis, alopecia, onychoclasis, tooth fracture, vision blurred, amnesia, pharyngeal swelling, dysphagia, emergency care, pruritus and sneezing outcome was unknown. The reporter considered abdominal distension, abdominal tenderness, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, back pain, candida infection, constipation, dry skin, dyspepsia, dysphagia, emergency care, fatigue, feeling abnormal, gastritis, hypoaesthesia, immunodeficiency, malabsorption, medical device removal, muscular weakness, nausea, onychoclasis, pain, pharyngeal swelling, pruritus, sneezing, tooth fracture, trichorrhexis, urinary tract infection, vertigo, vision blurred and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events abdominal inflammation, abdominal tenderness, bloating to where I look pregnant/more abdominal swelling after sex, extreme muscle weakness, chronic fatigue, missed periods, lower back pain, immune system weak, abdominal numbness, pain all over, candida, constipation, weight gain, indigestion, brain fog, vertigo, malabsorption, nausea, anxiety, dry skin, knee pain, uti, hair breaking, hair falling out, nails breaking, teeth breaking, blurred vision, short term memory loss, swelling of throat, can't swallow, itchy all over, sneezing and four emergency room visit were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.